Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse accessed ssc in stand-alone mode and programmed. After programming performed power cycle and tested ssc with system. System working as intended. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that error 311 occurred during startup. The site attempted to cycle the breaker and perform an emergency power-off with no change. The error was associated with ssc1 displaying a golden image 311 error, while two sscs were connected. The site powered off and unplugged the blue cable connected to ssc1, resulting in the system powering on without the 311 error and successfully homing. However, the system faulted with a 48308 video routing error a few minutes later. After another power cycle, the error did not return. With a case scheduled in about two hours, the site planned to keep the system on to monitor for the recurrence of the 48308 error. The customer reported event has no report of patient injury.